Manufacturer narrative:
D10: concomitants: (B)(6), 320-06-42 - glenosphere 42mm. (B)(6), 320-15-01 - eq rev glenoid plate. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 53 yo male patient, initial left shoulder implanted on (B)(6) 2023, underwent a revision procedure on (B)(6) 2024, approximately 11 months post the initial procedure. The patient was revised due to shoulder pain and instability. Once patient was opened up, it was noticeable that the poly was flattened down quite a bit, and that the patient had been subluxing for a while due to his shoulder being loose. The stem was well fixated and left in place. The stem did subside a little bit. Poly was distorted from subluxation. Patients +0 mm tray and 42mm +0 liner were replaced with a +10 mm tray and 42mm +0 liner. The humeral implants were replaced except for the stem. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. The explanted devices are not available for return as the hospital won¿t release them. No x-rays or device images were able to be obtained. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b2, b5, d1, h6. MDR section codes updated/corrected: b, c, d, g. The revision reported may have been due to instability and dislocation, which likely led to deformation of the humeral liner and the patient¿s reported pain. It is unclear whether the humeral liner nonconformance issue may have contributed to dislocation and/or deformation. However, these failures, the sequence of events, and the underlying cause cannot be confirmed because the revised components were not returned for evaluation, and no images or radiographs were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, initial left shoulder implanted and then underwent a revision procedure, approximately 11 months post the initial procedure. The patient was revised due to shoulder pain and instability. Once patient was opened up, it was noticeable that the poly was flattened down quite a bit, and that the patient had been subluxing for a while due to his shoulder being loose. The stem was well fixated and left in place. The stem did subside a little bit. Poly was distorted from subluxation. Patients +0 mm tray and 42mm +0 liner were replaced with a +10 mm tray and 42mm +0 liner. The humeral implants were replaced except for the stem. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. The explanted devices are not available for return as the hospital won¿t release them. No x-rays or device images were able to be obtained. No further information.